Manufacturer narrative:
Eval summary: the product was not returned for analysis. A set of pictures were returned and reviewed and were consistent with the event description. This clinical appearance is known as anterior capsular epithelial cells on-growth, and commonly results from the accumulation of aberrant epithelial cells on the capsulorrhexis edge. These cells may then proliferate onto the implanted iol. The root cause for the reported complaint could not be determined as no product was returned for analysis. No root cause could be identified from the photographs provided by the customer. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Event description:
A surgeon reported that approx 19 days after an intraocular lens (iol) implant surgery, it was observed a cells proliferation, fibrin-membrane on the anterior surface of the iol. The cell proliferation was observed throughout the 360 degrees of the iol, beginning from the capsulorrhexis edge and growing towards the center of the iol. An unplanned yag laser treatment was performed. The fellow eye was implanted with the same iol model and a membrane was not observed. The surgeon returned the questionnaire including add'l info.